Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked case battery tube and cracked case corner of belt clips rails noted.

Event description:
The customer's family member reported via phone call that they went swimming in the pool and insulin pump had crack and water got inside. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.